Event description:
Per the customer, the device was found to be bent during the procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : no product return.

Event description:
Per the customer, the device was found to be bent during the procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.